Event description:
Surgical intervention was undertaken on (B)(6) 2024 wherein the penta lead was repositioned below its original implanted position to address the issue. None of the implanted products were explanted nor were any new products implanted. Therapy was restored post procedure.

Manufacturer narrative:
A4 correction: the patient's weight was updated.

Event description:
Surgical intervention was undertaken on (B)(6) 2024 wherein a new ipg was implanted and connected to the already implanted penta lead.

Manufacturer narrative:
E1 correction: the reporter's information was updated.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2024-07664. It was reported that the patient did not charge their ipg as recommended because they experienced ineffective therapy which caused the ipg to become inoperable. Surgical intervention was undertaken in 2020 wherein the ipg was explanted to address the issue. The paddle lead was left implanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.